Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-02886, 1627487-2013-02887 and 1627487-2013-02888. It was reported the patient complained she could feel the leads in her back. She stated the leads seemed to be more superficial and were very uncomfortable. The patient was advised to consult with her physician regarding the issue. The patient also reported she experienced uncomfortable pocket heating while charging. A new le charging system was sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.